Event description:
Customer reported via phone call that they have moisture damage. The blood glucose reading is unknown. Customer states that the keypad was unresponsive.

Manufacturer narrative:
The insulin pump was monitored for two days. All operating currents were within specification and the insulin pump passed the displacement test and the self test. No audio anomaly or constant tone was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked display window, minor scratches on the display window, and a cracked reservoir tube lip. No moisture damage was noted to the motor assembly or electronic assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.